Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that reason for call was pt stated they had problems charging. Pt said they used to be able to get good or excellent right away, but in the last few days, pt hadn't been able to locate the implant with the recharger (rtm) properly. Pt then said the last couple times the rtm would get so warm and uncomfortable that they would have to take the rtm off but ins was only charged 60%. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received from a patient (pt) on (B)(6)jun. The pt reported that they were still having trouble recharging and the new recharger (rtm) did not solve the issue. Pt said they would try to locate the right charging spot for quite a while, and when they could connect, the connection would go from excellent to good to try again in a matter of seconds and go back and forth. Pt examined controller port and said they saw the pins, and described them as "perfectly flat". A replacement controller was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed due to a "no device found" message. The recharger cable insulation was peeling away at the recharge antenna end with exposed wires, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.